Event description:
It was reported that the patient experienced pain and inflation difficulty with an inflatable penile prosthesis (ipp) one month after implant. However, after examination at the facility the pump worked as intended. On (B)(6) 2020 the patient indicated the pump no longer worked and started experiencing pain at the reservoir site. Although the device was properly cycled at the facility, the patient indicated the ipp was not usable anymore due to the pain and the device deflating while having intercourse. A surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. During the intervention, there were no notable device anomalies with the explanted device. There were no further adverse events and the patient was satisfied with the tactra device.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pain, inflation difficulties and spontaneous deflation cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.